Manufacturer narrative:
(B)(4). Medical records were provided and have been reviewed and found there was no documentation for the cause of the patient's peritonitis. Medical records did not contain dialysis treatment sheets or progress notes for review or hospital progress notes for review. Lab results were not legible. Medical records revealed the patient's peritoneal dialysis catheter malfunctioned for an unknown cause. The catheter is not a fresenius product. There was no documentation that indicated a causal relationship between the liberty cycler set and the patient's peritonitis.

Event description:
The following is from medical records received from the patient's treatment facility. The patient presented to the hospital on (B)(6) 2015 with abdominal pain and diagnosed with staphylococcus aureus positive peritonitis. The patient was treated with vancomycin and cefepime, his peritoneal dialysis catheter removed on (B)(6) 2015, and transitioned to hemodialysis with a planned start date of (B)(6) 2015. The patient's catheter was found to be malfunctioning. The patient was also found to have hyperkalemia that resolved and worsening edema that was treated with peritoneal dialysis. He was discharged on (B)(6) 2015.

Manufacturer narrative:
Sections have been updated to reflect additional information received for this reported event. The peritoneal dialysis cycler was returned to the manufacturer and an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. The system level review of liberty cycler s/n (B)(4) and concomitant products found no indication that the products caused or contributed in any way to the patient event. Lot numbers of concomitant products were not provided by customer and samples were not returned for evaluation. Device history record and batch record reviews performed on alternate or possible lots showed no deviation or non-conformance as all release criteria have been met.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
Peritoneal dialysis (pd) patient initial reported that he experienced abdominal pains but he thinks it could be related to the food that he was eating in (B)(6). Follow up with peritoneal dialysis registered nurse (pdrn) reported that the patient returned from his trip with peritonitis. The pdrn did not have culture results or information about the event as he was treated in a hospital. The exact date of diagnosis was not known, but it was following his trip but it was approximately (B)(6) 2015. The patient's catheter was removed and he was transitioned to hemodialysis. The cause of the peritonitis was undetermined.